Manufacturer narrative:
P-cap / reservoir locks properly into place. Blank display due to misaligned battery tube. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment and the small copper connector for the battery also came off the cap. No harm requiring medical intervention was reported. The device will be returned for analysis.